Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), h4, h6 (update codes), h11. H11: the actual device was not available; however, four (04) photographs of the sample were received for evaluation. A visual inspection of the photographs showed a missing female luer adapter; however, the reported issue of a cutoff distal to the circle filter could not be confirmed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp three lead extension set was cut off at distal to circle filter. The issue was noticed before patient use. There was no patient involvement. No additional information is available.